Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor, after which the user experienced hyperglycemia with levels over 400 mg/dl for about 12 hours and subsequently received a replacement device; the device issue involved the insulin delivery motor and required shutdown and return. Symptoms included dehydration, thirst, and dry eyes consistent with hyperglycemia. Outcomes included the use of subcutaneous insulin via multiple daily injections, no ketone testing, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.